Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the affiliate site and will be shipped to manufacturing site for evaluation. (B)(4).

Event description:
A customer reported that leakage occurred from the cassette during calibration. The surgery was performed and completed after replacing the cassette with another one.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet anterior pak was visually inspected and no obvious defects were found. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).